Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that their infusion set had a bent cannula and customer was experiencing high blood glucose level of 532 mg/dl. The customer¿s blood glucose level of 484 mg/dl. The customer was assisted with troubleshooting for bent cannula. The customer was treated with manual injection and bolus with insulin pump for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was advised the infusion set will be replaced. Troubleshooting was performed. The insulin pump will not be returned for analysis.